Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the patient line became separated from the cartridge. The customer changed cartridge and was able to successfully resume insulin. Customer's blood glucose level was 108 mg/dl.